Event description:
Additional information received from the consumer reported that the steps taken to resolve the shocking were that the patient met with their urologist who reprograms the device. In a previous program, program 4, the patient once experienced rather intense shocking while in the bathtub. Again, very recently while in program 4, and again in the bathtub, the patient experienced a shock when resting against the back of the tub. On the patient's last visit to the urologist, on (B)(6) 2015, they reprogrammed all 4 programs. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0d0dz, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had shocking since (B)(6) 2014. The patient was in the bathtub and was being zapped and could barely get out of the tub. The patient got out of the tub and was able to turn off the implantable neurostimulator (ins) and the zapping stopped. There were no trauma or falls that could be related to the issue. The patient thought they may have had diathermy done and thought that it may have affected their device. The patient's health care provider (hcp) had turned on the stimulation and the patient couldn't believe they weren't feeling it at a certain level. When the hcp turned up the stimulation, the patient got a shocking sensation. There was one program that was helping the patient. On other programs, the patient felt stimulation in the upper buttocks area and it began to hurt them. Since having the ins, it helped 50 percent in the day and 10 percent at night. The patient wasn't sure when they said shocking and asked "isn't always shocking to a various degree?" When the patient turned the program high they got a "sharp" and when they were at program 4 at 4.6v it gave them a zap high up on their buttocks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.